Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later reported via device tracking form "hard breast (capsule)" baker grade unspecified. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral side capsular contracture, baker grade iii/IV.